Event description:
Reporter indicated the site "had several problems during tests and also during interrogation of the device during and after surgery." It was reported that the dell handheld computer screen became frozen.